Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Device evaluated by manufacturer? No - lens not returned. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens, -18.0/+1.5/100 diopter, in the patient's left eye (os) on (B)(6) 2016. The lens was explanted on (B)(6) 2016 due to excessive vaulting. The lens was exchanged for a shorter lens and the problem was resolved. The patient's post-op best-corrected visual acuity was 20/20.

Manufacturer narrative:
Additional data: the patient's post-op uncorrected visual acuity was 20/20. Work order search: no similar complaints were reported for units within the same lot. (B)(4). Correctional data: (B)(4).

Manufacturer narrative:
Device evaluation: the lens was returned in a micro centrifuge vial. Visual inspection found foreign material on lens surface (clear residue on lens), the lens missing a piece of haptic and the lens was caught with vial cap. (B)(4).